Manufacturer narrative:
Concomitant medical products: extension model 7495 serial # (B)(4) implanted: (B)(6) 1999 explanted: unk; patient programmer model 37743 serial # (B)(4) implanted: na explanted: na; antenna accessory model 37092 lot # 269560001 implanted: (B)(6) 2010 explanted: unk; recharger model 37752 serial # (B)(4) implanted: na explanted: na; lead model 3888 lot # l67446 implanted: (B)(6) 1999 explanted: unk.

Event description:
Additional information received reported the patient experienced intermittent stimulation and "disconnect" impedance values. There was a suspected lead fracture adjacent to the edge of the twist lock anchor. The lead was replaced with a 1x8 octad lead and titan anchor. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3888-28 lot# l67446 explanted (B)(6) 2011; anchor/t-lock lot# unknown implanted unk explanted (B)(6) 2011. Analysis of the lead model 3888-28 lot# l67446 found no significant anomaly. Only the proximal segment of the lead was returned. Visual observation of the connector end was okay. The lead was segmented; the conductors had been cut and the lead body insulation was cut through. The setscrew marks were in the correct location. A functional test found continuity was acceptable and there were no shorts between circuits. Analysis of the anchor / t-lock found no significant anomaly. Visual inspection found the anchor had cosmetic cuts.

Event description:
It was reported that a loss of therapeutic effect occurred. No stimulation sensation was reported, even at the maximum voltage. The patient was sitting down the evening of (B)(6) 2011 when the patient felt a zap down his leg where he usually received stimulation and then lost all stimulation sensation. There were no falls or other trauma or medical procedures recently. Also, reported was that all impedance pairs were above 2000 ohms, ranging from 2781 - 6295 ohms. The stimulation may need to be reprogrammed and a surgical revision maybe necessary. Additional information has been requested, but was not available as of the date of this report.